Event description:
It was reported to covidien on 05/27/2009 that a customer had a problem with a poole suction instrument. The customer reports the plastic lock device pulls apart under pressure/leverage. The tip of the suction instrument fell off into the surgical body cavity.

Manufacturer narrative:
Submit date: 06/22/2009. An investigation is currently underway. Upon completion, the results will be forwarded.